Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having an infection at the incision site. The patient said they tried to shower last thursday and felt a lot of pain. The area was swollen, so they went to the emergency room, where they were told everything was okay. However, last friday, they visited their healthcare provider (hcp) because they were still experiencing significant pain. The hcp confirmed that the patient had an infection, and they were now on medication. The patient was redirected to their hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.